Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2025, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.